Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with contraceptive device/pregnancy (termination)') in an adult female patient who had essure (batch no. A47946) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy, multigravida, parity 4 (date of the birth: (B)(6) 1997, (B)(6) 2003, (B)(6) 2009), and trichomonal vaginitis. Concurrent conditions included blood pressure high. Concomitant products included amlodipine besilate (amlodipine besylate) since august 2017, and losartan potassium (losartan potasium ffp) since august 2017 for blood pressure high, ethinylestradiol;levonorgestrel (ashlyna) since 2012 for contraception as well as azithromycin (zithromax) and clonidine since august 2017. In 2009, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed /abnormal bleeding (general)"), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal discharge ("vaginal discharge"), migraine ("migraines / headaches") and abdominal pain lower ("pain lower abdomen/lower abdomen pain"). On (B)(6) 2009, the patient had essure inserted. In 2011, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced hypertension ("blood pressure high"), perforation ("perforation"), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder disorder"), astigmatism ("astigmatism") and fungal infection ("yeast infection"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, vaginal discharge, migraine, abdominal pain lower, hypertension, perforation, female sexual dysfunction, dyspareunia, psychological trauma, bladder disorder, astigmatism and fungal infection outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was (B)(6). Last menstrual period, and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain lower, astigmatism, bladder disorder, dysmenorrhoea, dyspareunia, female sexual dysfunction, fungal infection, genital haemorrhage, hypertension, migraine, perforation, pregnancy with contraceptive device, psychological trauma and vaginal discharge to be related to essure. The reporter commented: discrepancy noted : essure confirmation test (01-jan-2009) done before insertion date (aug-2009). Discrepancy in insertion date: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: unknown; on (B)(6) 2013: result : perforation. Amendment: the report was amended for the following reason: information transferred from deletion case (B)(4)- lot number added. Events perforation, dyspareunia (painful sexual intercourse), apareunia, psych injury, bladder disorder, astigmatism, yeast infection added. New reporter, medical history, concomitant drug,source documents and reference section were transferred to this case. Legacy device report (B)(4). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records, and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.